Manufacturer narrative:
The report was sent to the FDA patient identifier (B)(6).

Event description:
Information was received indicating that the patient was admitted to the hospital for nausea and vomiting. The patient reported that his smiths medical cadd ms3 pump lost programming and he did not have batteries in his backup pump. The patient loaded the cartridge, but there was no start delivery option on the home screen and the top option was set up. The patient was in the middle of a cartridge change and was not getting any medication, so he was instructed to go to the hospital. The infusion medication was remodulin for pulmonary arterial hypertension (pah) treatment. The infusion was life sustaining, the patient did not have a backup device and went to the hospital to continue the infusion. The most likely cause of the malfunction was due to the patient not keeping fresh batteries in the pump.